Event description:
It was reported that during a pulmonary vein ablation procedure, approximately 1 hr into the procedure, after transseptal puncture was performed, the patient sustained a cardiac tamponade due to difficulty of the transseptal puncture. Pericardiocentesis was performed and the patient was reported stable. The procedure was completed successfully. The physician was using a bwi preface sheath to perform transseptal puncture.

Manufacturer narrative:
Product analysis could not be conducted because the device was not returned for analysis. DHR review could not be performed since the lot number was not provided by the customer. (B)(4).